Manufacturer narrative:
Batch review performed on 14 may 2019: lot 182907: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event additional implants involved: gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826), lot 181864: (B)(4) items manufactured and released on 21-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988), lot 185029: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416), lot 184903: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d knee manager: pictures are related to the explanted femoral component and cement removed from the femur bone. Revision surgery due to infection. We have no reasons to think that the event is somehow related to the implants. No further considerations can be done on the picture of the explanted femoral component and the cement removed from the femur.

Event description:
On (B)(6) 2019 we were informed about a revision surgery performed on the next day due to infection, 3 months after primary, all components have been removed. Pathogen is unknown.